Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# j0519158v, implanted: (B)(6) 2005, product type: lead. See also manufacturer¿s report # 3004209178-2016-10167 for the patient¿s other device issue.

Event description:
Information received from the consumer reported that with the patient's first implantable neurostimulator (ins), one of the leads was "not working" and the other was. When the ins went dead, the healthcare professional (hcp) only replaced the ins (in (B)(6) 2014) but did not bother to replace the lead (that was not working) and left the lead "as it was". It was noted that if the patient knew the hcp was not going to replace the lead they "would not have it done". The indication for use for the implanted device was noted post lumbar laminectomy syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.